Manufacturer narrative:
Balt USA reference: #(B)(4) an evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. As the lot number associated with the implicated unit was unable to be obtained, a review of the manufacturing records could not be performed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "I received a call from the physician on friday at 6:00 pm telling me about a case from thursday night. He was in a liver case where a small branch was feeding the carotid artery that needed to be embolized. He acceded with a progreat 2.4fr catheter into position with medium tortoucity. He opneded a 1.5x 3 prestige complex and it worked great. He then opneded another 1.5 x3 and placed it into position. The ultra light was green but he tried detaching it 6 times and it wouldn't detach. They opend another ultra handle and it still wouldn't detach. The pack was nesteled in the previous pack so he couldn't remove the coil as it would go into the parent vessel. He then put pressure on the micro catheter and quickly pulled the coil back to force a break. He then opened another 1.5x3 prestige complex coil and the same thing happened. After a handful of times, he forced the coil to once again break, however this time it cause a rupture in the vessel. He informed me that he quickly ran to the neuro room and used target nano coils to stop the bleed. I'm waiting to find out the lot numbers. No product is available to be returned." Incident report form submitted for this complaint indicates that no patient injury was sustained. Additional information received by the issuer on 23 jan 2025: "1. During the detachment with the controller, where was the ro marker in relation to the marker band of the microcatheter? He said the coil was just outside the tip of the marker band. 2. What is the current patient condition? The patient was stable after the procedure was completed."